Event description:
General report received of an unspecified number of undocumented incidents of leaks of fluid with subsequent exposure to the healthcare providers. The devices were being used to suction fluids during unspecified procedures. It was reported that after the devices filled with fluids and were being removed from the suction canisters, the white cap on the lids "pops up" and unspecified volumes of fluids leaked from the devices. The customer contact reported that the fluids came in contact with the nurses' clothes and skin. There were no reported adverse effects to the nurses. No medical interventions were reported. Though requested, no add'l info was provided, including if the exposed areas were washed.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number (B)(4). The domestic list number, has a common device name of 80gcx and is 510k exempt. Documentation received from the international contact indicate that info on reprocessing of the device was unk. This report represents all the info known by the reporter upon query by hospira personnel.